Manufacturer narrative:
The hvad pump ((B)(4)) was not returned to manufacturer for evaluation. Review of the manufacturing documentation confirmed that the pump met all requirements for release. Due to the patient's decompensation and recurrence of thrombosis, the patient was changed on the heart transplant listing to status 1a. Medical management continued until the patient underwent orthotopic heart transplantation and explanation of lvad. The most probable root cause of the reported event can be attributed to thrombus formation; however, there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use implantation of vads is associated with numerous risks including device thrombosis. The instructions for use addresses setting parameters for the power and watt alarms. It further provides guidelines for optimal patient management including recommended therapeutic anticoagulation guidelines to avoid thrombus formation while the system is implanted. The instructions for use addresses setting parameters for the power and watt alarms. It further provides guidelines for optimal patient management including recommended therapeutic anticoagulation guidelines to avoid thrombus formation while the system is implanted. (B)(4).

Event description:
The patient presented with dark colored (B)(6) color urine since (B)(6) 2013. The patient was admitted to the heart transplant failure service with acute kidney injury and pump thrombosis. Heparin drip was initiated with a bolus dose given. On hospital day one, tpa was given after heparin drip had been discontinued for two hours. Heparin drip remained off for the remainder of the day. On hospital day three, heparin drip was restarted. On hospital day four, due to the patient's decompensation and recurrence of thrombosis, the patient was changed on the heart transplant listing to status 1a. Medical management continued until hospital day 14, when the patient underwent orthotopic heart transplantation and explanation of lvad.